Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a correction to d9 and e1 address and country, and g2. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported, the ultrasonic probe exhibited clear distal tip of device separated from main body by 2 cm during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.